Event description:
The patient's treating neurologist reported that the patient who was implanted in 2007 has been seizure free until this past june where he started getting increased seizures. This past month, he had 7 seizures (unknown relationship to pre-vns baseline). Patient's settings are 2.25ma, 30sec on, 3min off. System diagnostic testing: output status ok lead impedance ok, dcdc 2 eri no and normal mode output status ok, lead impedance ok, dcdc 5, eri no. The patient did have some programming changes after their increase seizures event. Good faith attempts are being made for additional information.